Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29231, 2017865-2017-05111 and 2938836-2017-29226. The patient presented in clinic with a fever, and infection was suspected. The system was explanted and replaced. The patient was also given antibiotics, and was in stable condition.